Event description:
A balloon kyphoplasty was used to treat a vertebral body compression fracture. A small extravasation of bone cement was seen on the left side at the time of procedure. Following the procedure the patient complained of weakness and loss of feeling in their legs. A spinal cord decompression was subsequently performed, during which a small amount of bone cement and an epidural hematoma were evacuated. During the decompression surgery, the patient's blood pressure became unstalbe and they suffered a stroke. Currently they have upper body muscular weakness and is paraplegic.